Manufacturer narrative:
The customer reported the requested flow sensor was received and repair was pending. Multiple failed attempts were made to try to confirm successful correction and final disposition. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 device indicating that the ventilator had a low leak co2 rebreathing risk alarm. The reported issue was discovered during the device¿s preventive maintenance (pm) service. There was no report of patient or user harm. The customer informed the philips remote service engineer (rse) that the test adapter in use has exhalation port present, internal exhalation port at bottom of unit is clear and not obstructed, but the status of air inlet filter at start of the pm service is unknown. The customer noted error 1203 in the event log and requested troubleshooting. The rse advised the customer to replace the flow sensor or gas delivery system to correct the issue. The customer will consult staff for part ordering and continue with repair and testing.